Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained ventricular oversensing were observed with intermittent loss of capture. The episodes were seen on stored records. The patient was not symptomatic. Programming changes were made.